Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported a leak at the bsv (blood sampling valve) of the hmx autoloader instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the tubing at the bsv was loose at fitting 6. Fse reconnected the tubing and verified the repairs per established procedures.